Event description:
Reference number(B)(4). Event occurred in united states. It was reported that the patient experienced an event where the infusion set tubing was split and disconnected right before the infusion set tubing hub on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009377, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009377 was manufactured according to the work instruction (wi) version 28 and manufactured in the line inset 30 on 28-sep-2024, with a total of (B)(4) units. An non-conformance (nc) 2023834 for lid with incorrect information was performed for the outgoing test 2(g). The sub-assembly: gluing of tubing of the lot 4j00565 was manufactured according to the wi version 29 and manufactured in the machine li3010, on 07-sep-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4j04129 was manufactured according to the wi version 29 and manufactured in the machine li3010, on 28-sep-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.